Event description:
Director of respiratory care reported the following: the patient's oxygen saturation dropped into the 70's during weaning from the ventilator. During the event, the ventilator displayed +++ on the monitor screen and was alarming, and was also alarming at the central alarm station. The patient was removed from the ventilator and bagged. The manufacturer's service technician performed evaluation and testing of the ventilator on patient settings at time of the event, and reported it performed to specifications. The service technician reported that review of the trending information in the ventilator confirmed +++ noted in the total rate parameter, indicating the total respiratory rate had increased out of range. The patient was not tolerating the weaning well, and was coughing up mucus plugs. There was no permanent harm, and the patient is still being weaned and is doing well. They do not believe the ventilator caused or contributed to the event.